Event description:
It was reported that during laser vaporization of a prostate procedure, the fiber tip broke after a few minutes of use. The physician continued the procedure with a second fiber but this one broke during use. A third fiber was chosen to continue with the procedure but it also broke during use. There was no patient or procedure outcome reported.